Event description:
The manufacturer received information alleging about the ds2adv auto CPAP device. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was not reproduced. During evaluation of the device, the third-party service center visually inspected the device and found a board with a component burned and the iu bezel, iu button with damage, blower, blower box, blower outlet, inlet iso port kit contaminated. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and one error code was present when reviewed.